Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Manufacturer narrative:
This investigation is not complete. The trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 3010536692-2014-00734, 00735, and 0112.

Event description:
Allegedly the patient was revised due to mom complications. Corrected information 6/24/14: allegedly the patient was revised due to unknown reasons.